Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an error code was displayed on a electrical venous occluder (evo) during priming. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: livanova requested the unit for further investigation. The reported deviation could be reproduced once. A weak electrical connection may have led to the reported issue.